Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 and 9 months due to unknown reasons. According to the medical record, this patient was experiencing fatigue and decreased stamina and energy. Results of an echocardiogram noted a peak and mean gradient of 73 and 45, respectively. Left heart catheterization showed an ostial stenosis of the circumflex artery. It was felt that the tavr was severely stenotic. Approximately 4 years and 9 months post implant the patient underwent explant of the s3u and placement of a 25mm edwards surgical valve and coronary artery revascularization with a saphenous vein to the obtuse marginal. Operative findings indicated that the tavr was very stenotic and heavily calcified on all 3 leaflets. Post pump tee revealed very trivial mitral regurgitation, peak and mean gradient of 8 and 3 with no paravalvular leak. The patient tolerated the procedure well and was transferred to intensive care for post-operative recovery. The patient did well and was discharged 4 days after surgery.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b1, b5, b7, and h6. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint of valve calcification was confirmed based on provided medical records. The available information suggests patient factors (dyslipidemia, diabetes) likely contributed to the event as a patient medical history of dyslipidemia and type ii diabetes was reported in the medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 3 months due to unknown reasons. No additional details were provided.